Manufacturer narrative:
(B)(4). Product was requested to be returned for eval and has not been rec'd. There was no product problem related to the pt event reported. MFR references file (B)(4).

Event description:
Customer reported that a code blue occurred while a pt was in the product bed model 8070. The nursing staff attempted to reach the pt in order to administer CPR, but the pt passed away. There was no product bed damage related to this event reported.